Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a part of the insulation was burned off of the extension section of the electrode which caused burned bowel of patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The pictures did not show the device. The reported condition was not confirmed. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The product was not returned and no failure mode was identified. The provided information was inadequate to determine a root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a part of the insulation was burned off of the extension section of the electrode which caused burned bowel of patient. This caused tear on tissue that required stitching.